Event description:
This notification was opened for review due to the device anticipated to be returning for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device, the circuit board failed during testing and needs replaced.